Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery was at normal end of life. Telemetry and output were okay.

Event description:
The company representative reported on (B)(4) 2014 that the patient was currently receiving effective therapy. The device was going to be returned to the device manufacturer today. It was additionally reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced less than 50% therapy relief and the battery reached eri. Once the ins was in eri the stimulation was intermittent at best which led to return of low back and bilateral leg pain. The patient was dissatisfied with how quickly the battery required replacement. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).